Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report the island dressing sterile. Patient stated that the dressing gives patients rash. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).